Event description:
It was reported that the patient contacted support after experiencing an occlusion alarm while traveling and stated they planned to complete a full supply change upon returning home. The patient was using a steel contact/detach infusion set with 23-inch tubing. No lot number was available. Blood glucose levels were reported to be affected during the event, with a highest reading of approximately 203 mg/dl and remaining outside the target range for about three hours and ten minutes. The patient was using a g7 sensor. No back-up therapy, ketone testing, steroid injections, professional medical intervention, or additional assistance were reported. No immediate health effects related to diabetes were experienced. A follow-up attempt was made, and the patient later confirmed that the issue had resolved after changing the infusion set. The patient did not have the lot number available and indicated no further concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.